Event description:
The facility representative reported an infuso.r. Pump with a condition of run for a little bit and then it would continue to alarm. This condition occurred during delivery in the "surgery" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of run for a little bit and then it would continue to alarm involving an infuso.r. Pump was confirmed. However, the device was returned unrepaired. Therefore, the cause of the reported problem was not identified and no action was taken at this time to resolve the reported problem